Event description:
The consumer reported that the patient had uncomfortable stimulation on (B)(6) 2016. The patient was by someone who had some type of breathing machine plugged into the wall. The breathing machine kept going off and the patient felta throbbing sensation in the bicycle seat area. The patient walked away from the person with the breathing machine and the throbbing they were feeling stopped and the breathing machine stopped going off. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.